Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The root cause for the reported event could not be determined. A lens malfunction has not been indicated. Information was provided that the "site does not know what caused bag to break". The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens was inserted and removed during the initial procedure due to sac ripped. The surgery was completed with an anterior lens.